Event description:
On february 21, 2007, the lay-user/patient contacted lifescan alleging that a one touch ultra meter would not power on. The patient has had the meter for a little over a year. She has replaced the meter once during that time. The patient tests her blood glucose approximately 3-4 times a day. The day before, the patient was unable to test her blood glucose the entire day. She could not recall what her last successful blood glucose result was from the day earlier. Although the patient was unable to test her blood glucose during the time of concern, she took her diabetic medications as prescribed. The patient takes "glucotrol" and "avandamet". Around midnight on two days later, the patient started having a cold sweat and was trembling. The patient tried to test her blood glucose at that time, but was unsuccessful due to the alleged power issue. The patient administered self-care by eating peanut butter and drinking orange juice. The self-treatment relieved her symptoms. During the troubleshooting process, the customer care advocate (cca) walked the patient through reseating the meter's battery which resolved the power issue temporarily. The patient was able to test her blood glucose during the call with the cca. However, the patient informed the medical affairs specialist (mas) that the meter stopped powering on again after that. The meter, test strips, and control solution were replaced. This complaint is being reported due to the unresolved power issue of the meter. The patient alleged that the meter would not power on and was unable to test her blood glucose for an entire day. The patient further alleges she developed symptoms suggestive of low blood glucose, was still unable to test her blood glucose because of the power issue, and required treatment for hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.